Event description:
While cleaning or #4, employee attempted to move a bed (or table) back into the correct place. The electrical cord became disconnected from the bed while still plugged into the wall. This left the wires exposed while still being plugged into an electrical outlet. Employee attempted to move the wires and had an electrical shock on the palm of her left hand. Ice was placed on her palm while she was reporting to employee medical, who then in turn referred her to the emergency department. Or bed was removed from service. Bio-med evaluation. Follow-up by director of clinical engineering. According to discussions with ce supervisor, the cord was pulled from the table moving it out of position, and not putting it into the correct position. Medical devices today can be manufacturered with a power cord that allows the cord to be unplugged from both ends, the wall and the unit. This is done for two reasons - 1) ease of replacement should the cord become damaged or cut; 2) in case of emergency to allow the unit to be moved quickly without the possibility of hurting the care giver who may be injured by taking the device and being "yanked back" because the cord is still plugged in. When equipment is moved, it should always be unplugged from the wall first to prevent a cord from laying on the floor with an electrical potential to shock others. In this instance, the table (or any medical device) should not be moved farther than the cord will allow. If it is moved beyond the length of the cord, it requires the mover to take the added precaution of unplugging the unit. The unit's cord was damaged due to this incident and has been repaired and tested for electrical safety.